Event description:
It has been reported to philips that the geometry movements were not working. The buttons and joysticks on the geometry module did not work. The available information does not indicate whether the device was in clinical use. No harm has been reported. A philips service engineer inspected the system onsite and identified that the geometry module was defective. The geometry module was replaced and the system was returned to use in good working order. Philips has started an investigation of this complaint. A follow-up report will be submitted when further information is received.

Manufacturer narrative:
Add. Narrative: according to the additional information collected, the system was not in clinical use when the issue was identified. As explained in the instructions for use: "if any part of the allura xper fd series is known (or suspected) to be defective or wrongly adjusted, do not use the allura xper fd series until a repair has been made." Corrected data: codes updated as per the investigation outcome.